Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. The field service engineer (fse) communicated that the customer is not willing to repair the system. The iabp is currently out of order. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit gave an error electrical test fails code #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h3, h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (UDI).